Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the ptfe pad was severely worn. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a endometriosis, the subject device was used. The jaws of the device broke. The procedure was completed with a different device. No part fell into the patient. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed the following phenomena on the subject device. The ptfe pad was severely worn. The coating on the outer surface of the jaw partially came off. This is the report regarding the ptfe pad damage of the subject device. The report regarding the coating damage is going to be separately submitted.